Event description:
It was reported the pt received good stimulation when the system was charged. The system became discharged and the pt was unable to establish a recharge connection. X-rays revealed the stimulator was flipped. The pt underwent surgical revision to flip the device back. The device was then able to be recharged and was working great.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient stated that when the device was originally implanted, within 3 weeks she was back in the or for a flipped device and poor telemetry on recharging. It was stated that after the surgery to reorient the device face up, she continued to have problems recharging, and would spend "hours and hours" attempting to recharge but never could get it full or maintain a better signal than "2-3 boxes". It was noted that the patient's former manufacturer's representative (rep) saw the patient several times but could never get a better signal. It was reported that the patient's implantable neurostimulator (ins) was in suspected second overdischarge. It was reported that the patient had less than (B)(6) therapy relief in bilateral legs and lower back associated with this event. It was noted that no physician mode recharge was performed, the device was replaced. It was stated that before today's surgery the rep tried to use antenna locator to check signal strength. It was noted that the device seemed "unusually deep" and the rep was unable to get strength greater than low-mid 40's.